Event description:
A customer contacted baxter technical services (bts) regarding assistance with a system error 2240 alarm during dwell 3 of 4 of a previous therapy on the homechoice machine (hc). The caregiver (cg) stated they did not call in for troubleshooting. The cg stated they turned off the hc and disconnected the home patient (hp). The cg stated she had connected the heater bag and supply bag incorrectly, and then during therapy disconnected the lines and reconnected the lines ((B)(4)). The technical service representative (tsr) advised the cg they cannot disconnect the lines once they are connected and should have started over with new supplies. The cg discarded all supplies and ended therapy. The cg was contacted on (B)(4) 2012. The cg stated this was an isolated event. The cg stated the home patient (hp) did not develop any adverse reactions or need any medical intervention. The cg stated that after starting over with new supplies no further issues were found. The cg also stated no further information is available at this time. The cg also stated no companion samples were available. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was confirmed; the cause of the se 2240 was use error- air being sucked into the disposable because the patient changed the solution bags during therapy. A labeling review found the patient at home guide to be adequate for use/user error related to this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore, no evaluation could be performed. The lot number is unknown; therefore a batch review cannot be performed. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.